Event description:
It was reported a revision surgery was performed due to the patient experiencing pain. The patient¿s fracture did not properly healing. The femoral head collapsed into the varus and the dynamic hip screw (dhs) cut out of the bone. The patient was originally treated for a cervical hip fracture (trochanteric/femoral neck) on (B)(6) 2014. On an unknown date, the patient presented with pain. The surgeon confirmed via x-ray that the femoral head collapsed into the varus and the dynamic hip screw (dhs) came out of the patient¿s bone. The surgeon explanted all hardware, which included 1-dhs plate, 1-dhs lag screw, 2-4.5 mm cortex screws and 1-7.3 mm cannulated screw. The item numbers for the cortex and cannulated screws are unknown. The patient was implanted with a bi-polar hip replacement successfully. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; jdo. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.